Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer had been advised to replace the solenoids and data acquisition board. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.